Event description:
A lifesite patient was explanted because it was thought that the valve was defective. Reported information indicates the valve leaked after the needles were seated for dialysis treatment.